Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pin hole leak.

Event description:
Healthcare professional reported via device tracking "pin hole leak" against device. The device was not implanted and discarded.